Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer had blank display. The mother states the customer replaced battery and the device powered off at night. The mother was unable to troubleshoot the device at the time of call. The customer would troubleshoot at a later time.